Event description:
The 2.75 mm x 16 mm synergy stent rx was being placed into pt's first om branch. The stent was being inserted through the struts of a post dilated 3.00 x 20 synergy stent. Due to the angulation of the om side branch and insertion, the uninflated 2.75 mm x 16 mm dislodged from the balloon it was factory crimped on. A 7mm x 150 cm microsnare kit was used to secure the dislodged stent in the main circumflex branch. After a second attempt of snaring, the 2 coronary wires (one in main circumflex branch and the other in the om branch were pulled simultaneously with the guiding catheter out of the patient's body through the 6f arterial sheath. Upon examination of the snare, two wires, and inner lumen of the guiding catheter, we could not see the stent. At higher fluoro magnification, a stent double density was seen in the main circ just after the om bifurcation. It was then postulated, the dislodged stent drifted to that area. After rewiring and subsequent dilations with balloon, increasing in width, the stent-over-stent area looked secured. Timi 3 flow was seen. Stent sheared off of the balloon due to the patient's anatomy and the angulation of the side branch. The undeployed stent was identified, and "crushed" in place. No adverse outcomes. Patient left the lab pain free.